Event description:
The user received an erroneous potassium result for one patient sample. On (B) (6) 2009, the initial result was 3.56 mmol per l. The sample was repeated (B) (6) 2009 with a result of 6.88 mmol per l. The result from (B) (6) 2009 was reported and was believed to be valid. The result from (B) (6) 2009 is believed to be invalid due to the age of the sample and because of the tube the sample was stored in still contained erythrocytes. The investigation is ongoing. If additional information is received, appropriate notification will be provided.